Manufacturer narrative:
The field service engineer was onsite and observed that the instrument's blood sampling valve (bsv) was dirty and clogged. The fse disassembled the bsv, cleaned the part and replaced the pin. The fse executed daily checks and measured 6c and control; everything passed.. Measured samples twice, and processed them with no recurrence of the issue. Bec internal identifier case-(B)(4).

Event description:
The customer reported that erroneously high platelet (plt) results were generated for three patient samples on their unicel dxh 800 coulter cellular analysis system. Two patient results were flagged, one was unflagged. Erroneous results were not reported outside the laboratory, and there was no change or affect to patient treatment in connection to the event.